Event description:
It was reported that on (B)(6) during a selenia dimensions procedure, it was reported that they attempt to put the arm at 90° it sometimes goes to 45°. A field engineer examined the equipment and determined that the right rotation switch broken causing uncommanded rotation when c-arm is rotated negatively from zero. The equipment was repaired and the equipment met the manufacturer´s specifications. No injury to the patient or staff reported. No other information is available.